Event description:
Info received indicates the head section will not run up. The auto contour is working but the manual pedal is soft.

Manufacturer narrative:
Technician support requested that the account replace the head down and CPR valves. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.